Event description:
It was reported by the patient that since the implantable pulse generator (ipg) was implanted they have felt uncomfortable. The discomfort worsened and the patient presented to the hospital. The patient was told there was a product problem and the device and lead needed to be replaced. The right ventricular (rv) lead was found to be dislodged and the device was at elective replacement indicator (eri). The device and lead were replaced. The lead remains in the body. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.